Event description:
A review of service data has detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for routine maintenance, exposed wires were found on the ECG-c and ECG-d cable. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the ECG c and d cable was ripped from the distribution node (dn) with wires exposed. This resulted in an intermittent connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt last pt to use this electrode belt did not report any problems.